Manufacturer narrative:
The device (2 of 2) was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced itching throughout his body following an implant procedure. The patient had 2 ipg's implanted to treat pain at two different locations. Follow-up report indicated that the patient presented to an allergist and have ruled out potential allergens. Although the physician indicated that the allergy symptoms the patient is experiencing was not device-related as the patient previously had a non-nevro ipg, both ipgs were explanted as there is no allergy test for implanted devices. There were no reports of further complications.